Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's pod fell off and her blood glucose levels went low. The patient became unresponsive and an ambulance was called. The patient was injected with glucose and was stabilized. The patient was put on a glucose drip in the back of the ambulance. No other illnesses experienced at the time. The patient had placed a new pod on before she had over corrected.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Due to the device having been worn, the original state of the adhesive pad could not be determined. The received device was found to have the bottom housing vent installed correctly. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin. No issues were observed that would contribute to low blood glucose levels.